Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s physician reported via phone call that the customer brought to the emergency room due to severe high blood glucose and diabetic ketoacidosis. Customer¿s physician reported that the insulin pump need to be inspected. The physician was advised to perform functional test to assess condition of insulin pump. The insulin pump will not be returned for analysis.